Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned components of this device underwent thorough testing. The cylinders were visually and microscopically examined and tested for leaks. The first cylinder was torn at the outer tube as a result of wear at the fold in the proximal cylinder body. The cylinder was leaking and, therefore, was not pressure tested. The second cylinder passed all testing, including pressure testing. The momentary squeeze pump was leak tested, visually and microscopically inspected, and functionally tested. The pump passed all tests performed. The associated reservoir also passed all testing. Product analysis confirmed the clinical observations of fluid loss and inflation issues due to a hole in the cylinder.

Event description:
It was reported that this implantable penile prosthesis was explanted and replaced due to fluid loss. Per the physician, the left cylinder burst and would not inflate. No patient complications were reported.

Event description:
It was reported that this implantable penile prosthesis was explanted and replaced due to fluid loss. Per the physician, the left cylinder burst and would not inflate. No patient complications were reported.